Manufacturer narrative:
(B)(4). Event was initially reported on 0001822565-2018-03625. Concomitant medical products: femoral size g, lt, part # 00596401751, lot # 62254530. Lps-flex articular surface gh 7-10, 10mm, part # 00596405010, lot # 6241557. All-poly patella, 38mm x 9.5mm, part# 00597206538, lot# 62413073. Refobacin bone cement r, part # 3003940002, lot # 235bae2108. Report source: foreign: (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. No devices were received; therefore, the condition of the components is unknown. Surgical notes were not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was experiencing aseptic loosening post total knee arthroplasty and underwent a first stage knee revision due to infection approximately four years post implantation. It was noted that the polyethylene bearing showed signs of wear and pitting. No additional information is available.